Event description:
It was reported that during a partial liver lobectomy procedure the device was clamped around the dog¿s liver ensuring no extraneous tissue was compromised. The surgeon fired the grey firing trigger and quickly realized that the staples had not fired. He removed the cartridge and had to revert to traditional ligation and cutting the liver as the cartridge had crushed the liver in part. It was reported that the patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.